Manufacturer narrative:
.

Event description:
Procedure type: lap chole. Pt gender: unk. According to the reporter: after use, it was noticed the tip of the outer cylinder was chipped. The piece was missing. They were not sure if the piece fell into the cavity. The piece was never found. No bleeding. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.